Event description:
Patient undergoing ortho spine procedure. While bovie machine being used, a raytec sponge was noted to have sparks and fell to the ground, causing a small fire that was stamped out by a staff member. Drapes were burned. No patient injury. Both pads were appropriately attached. Bovie machine had error message. Bovie removed from service. On review, the bovie was not felt to have had direct contact with the raytec when sparks/fire started. Unclear exact cause of the sparks/fire, but bovie machine was noted as being the only source of electricity being used at the time.